Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the patient was having her chemotherapy treatment in outpatient service, infusion was stopped for the patient to go to the bathroom, when it was restarted patient complaint of pain in the arm. Extravasation symptoms were observed, catheter removed and hole at cm 8 was observed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the patient was having her chemotherapy treatment in outpatient service, infusion was stopped for the patient to go to the bathroom, when it was restarted patient complaint of pain in the arm. Extravasation symptoms were observed, catheter removed and hole at cm 8 was observed. No other information was provided.

Event description:
It was reported by the customer the patient was having her chemotherapy treatment in outpatient service, infusion was stopped for the patient to go to the bathroom, when it was restarted patient complaint of pain in the arm. Extravasation symptoms were observed, catheter removed and hole at cm 8 was observed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.